Manufacturer narrative:
(B)(4). No related  complaint received with return of device. Conclusions: failure (event) observed during analysis. External insulation abrasion was noted at 15.4-15.5cm and 17.7-18.0m from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 11.0-13.0cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 43.0-43.1cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.